Event description:
In 2002, the pt was seen at the implant center for device eval. Testing conducted at the center demonstrated that the system was not functioning. The pt was reimplanted with another clarion device.